Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began unspecified treatment (dose, route and frequency were not reported) for cloudy fluid. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.